Manufacturer narrative:
Follow-up # 1 date of submission 10/18/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/11/2017 with the following findings: during testing, the pump was powered on and emitted a call service 069 call service alarm immediately. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. A review of the pump¿s black history showed a replace battery alarms on the complaint date. The returned battery cap was able to be fully tightened onto the pump. During testing, the pump powered on with the returned battery cap with functional audible and vibration alerts but the display remained blank. It was observed that the pump¿s idle current draw was not within specifications. The investigation was unable to obtain the "sleep" and "load" values due to the blank and damaged display. The pump case was removed and there was no evidence of moisture inside pump. The investigation was able to duplicate the initial ¿power issue¿ complaint. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (power issue) issue. It was reported that the pump was making continuous double peeping noises after taking the battery out and putting it back in to see if the pump could power on. The user tried to take the battery out and put it back in again and the pump emitted the double beeps repeatedly. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.